Manufacturer narrative:
(B)(4).

Event description:
It was reported that the lesion was located in the right coronary artery. The stingray catheter was used with a stingray guidewire first. Following the removal of the stingray guidewire, then the non-bsc guidewire was advanced through the stingray catheter. The stingray catheter and non-bsc guidewire were removed simultaneously from the vessel. Outside of the body, the physician tried to pull the non-bsc guidewire out of the stingray catheter but was not successful.

Manufacturer narrative:
Device evaluated by MFR: the device was returned for analysis with the stingray guidewire. The stingray guidewire was inside the lumen of the catheter when received. The guidewire was protruding 88.5cm from distal port of the balloon. There was contrast in the inflation lumen and balloon and blood in the guidewire lumen. Microscopic examination presented no damage or irregularities to the balloon. Microscopic examination and tactile revealed numerous kinks throughout the shaft of the catheter. The shaft was also buckled in numerous locations throughout the inner and outer shafts. The inner diameter (ID) of the catheter was measured and was within the stingray catheter specifications. The stingray guidewire was attempted to be removed from the lumen of the stingray catheter; however, due to the damage of the inner and outer shaft of stingray catheter, the devices were unable to be separated. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Same case as: 2134265-2016-01889. It was reported that the lesion was located in the right coronary artery. The stingray catheter was used with a stingray guidewire first. Following the removal of the stingray guidewire, then the non-bsc guidewire was advanced through the stingray catheter. The stingray catheter and non-bsc guidewire were removed simultaneously from the vessel. Outside of the body, the physician tried to pull the non-bsc guidewire out of the stingray catheter but was not successful.

Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that catheter stuck on guidewire occurred. The chronic totally occluded target lesion was located in the coronary artery. During percutaneous coronary intervention (pci), a stingray catheter was used in conjunction with a non-bsc guidewire to help treat the target lesion. However, it was noticed that the non-bsc guidewire could not be retracted from the stingray catheter. Another stingray catheter was used to complete the procedure. No patient complications were reported.